Event description:
It was reported that during the implant procedure, the neuromonitoring personnel and implanting physician did additional motor tests and the tests indicated a drop in signal for both motor and sensory on the right and left side of the patient. Both signals did return, however, the left side had a very slow progress. The implant was then continued, and no known issues were noted with placement of spinal cord stimulator (scs) system. The patient had good coverage with stimulation following the procedure, however, experienced multiple neurological issues. The symptoms include weakness in left leg and foot, pain, cramping, tremors throughout the back and mid-section, and no urge to urinate while having a full bladder. The patient was held in the hospital after the surgery and was transferred to an in-patient rehabilitation facility. The physician had no definitive diagnosis and believed that the patient had white cord syndrome. Upon follow-up, the patients left leg function had slowly improved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).